Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the light emitting diode (led) flex cable. As a result, the upstream occlusion seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the orange liquid crystal display (lcd) would not light up. During physical inspection, it was found that there was a buckled upstream occlusion seal. There was no patient involvement, no patient injury was reported.